Event description:
The reporter claimed that all the buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
The pump was returned and evaluated with the following findings : blank screen. A torn keypad at "up" button. There was moisture residual inside battery compartment. All buttons are not responding. Removed the keypad and found adhesive and corrosion under the contacts. Disassembled the pump and found moisture in pump.